Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot.

Event description:
It was reported that broken catheter occurred during use with a intima-ii catheter  24gax0.75 in. The following information was provided by the initial reporter, "when the nurse gave the patient infusion this morning, she found that the indwelling needle was broken and it could not enter the blood vessel, so she immediately replaced the indwelling needle in time. No adverse events were caused by this incident."